Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a no motor movement or negligible movement. Retries to free a stuck motor failed. The customer¿s blood glucose level was unknown at the time of the incident.  The customer was assisted with troubleshooting and the alarm did not clear. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No motor movement not found during testing. Insulin pump passed the self test, rewind test, prime/seating test, occlusion, basic occlusion test, force sensor test and the displacement test.